Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and/or allergic reaction." Unique identifier (UDI) # - (B)(4). This report is number 6 of 8 mdrs filed for the same patient (reference 1825034-2017-01283 / 01288, 1825034-2016-05448, and 1825034-2017-00432).

Event description:
It was reported the patient underwent revision total wrist arthroplasty 19 days post-implantation due to infection. Subsequently, the patient underwent an additional revision due to infection within one month of the first revision. All products were removed.